Event description:
It was reported that during a pediatric nephrectomy procedure, the jaws only partially opened. The device was removed from the vein without problem as the jaws were partially opened, but would not fully open to re-fire. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B)(4): info anticipated, but unavailable at this time.